Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they were having ¿big problems¿ with the stimulator and ¿the ring¿ the health care physician (hcp) put in. The patient said they were having bad pain where they shouldn¿t have pain. The patient stated the stimulator was turned off and needed to be programmed. The patient reported they had been calling the hcp¿s office and they were supposed to be calling them back with an appointment time. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's ins was not working well. There were no further symptoms or complications reported or anticipated.